Event description:
Patient had fiberoptic cs300 intra-aortic ballon pump placed in cath lab earlier this year. Upon arrival to cardiovascular intensive care unit (cvicu), iabp did not seem to be functioning appropriately, and fiberoptic portion of iabp failed this same evening. Fiberoptic iabp converted to standard conventional iabp. Two of the three balloon catheters were retained.